Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that myopotential oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made. The patient is to be seen in clinic again on (B)(6) 2017 for follow up.